Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the steps taken to resolve the poor communication when passing through security were that they turned the neurostimulator off before passing through the security, and turning it back on after. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient felt pain at the ins site from the surgery. It was also reported that patient had difficulty using the patient programmer without the antenna attached. Patient also reported poor communication and that it happened when they went through the shopping center and there was swollen and bandage on patient since this was a new implant. No further complications were noted or anticipated.